Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) of 47 mg/dl. Suspected cause was due to the pump software delivering too much insulin. A system check was performed and pump was found to be working as intended. Customer consumed glucose tablets and carbohydrates to treat low bg. Recommendation was made by tandem's technical support for the customer to contact a healthcare provider regarding bg.